Event description:
When the device was used during a kidney procedure, the gear was broken after firing on the renal vein. The instrument could not release. Another like device was used to complete the procedure. No pt consequence was reported.